Event description:
Customer reported that her insulin pump was not working correctly it alarmed no delivery. Customer stated that she changed her infusion set and it delivered 4.2 units of insulin without input from her. Customer stated that she changed the set 4 times and every time the insulin pump delivered the 4.2 units. Customer stated that her blood glucose dropped from 238 to 48 mg/dl. Customer stated that she called the doctor and he advised her to eat and not bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.